Manufacturer narrative:
(B)(6).

Event description:
It was reported that the top jaw disengaged from the device when clamped. No fragments were left in the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
The reported smartstitch perfectpasser connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed.